Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model #: sc-2317-50 serial #: (B)(4) description: infinion cx 50 cm lead.

Event description:
A report was received that the patient was not getting stimulation on the left side of the body. It was noted that one of the leads all contacts had high impedances. Device malfunction was suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was not getting stimulation on the left side of the body. It was noted that one of the leads all contacts had high impedances. Device malfunction was suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. Device malfunction was suspected. The patient was doing great postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting stimulation on the left side of the body. It was noted that one of the leads all contacts had high impedances. Device malfunction was suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient was not getting stimulation on the left side of the body. It was noted that one of the leads all contacts had high impedances. Device malfunction was suspected. The patient will undergo an explant procedure.